Manufacturer narrative:
Qn# (B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the extension lines. Additionally, the catheter body was intentionally cut below the 10cm mark. After the sample failed functional testing, visual analysis revealed a hole in the distal extension line directly adjacent to the luer hub. This hole is consistent with undue force being applied on the extension line. The distal extension line total length measured 83mm, which is close to the nominal value of 85mm per the catheter graphic. The distal extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line body graphic. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line body graphic. The catheter was first flushed using a lab inventory syringe to ensure there were no blockages. The distal end was then clamped, and a water-filled lab inventory syringe pressurized each line. The distal extension line leaked near the luer hub when pressurized. No leaks were observed on the proximal and medial extension lines. A manual tug test confirmed all three extension lines were fully secured within the luer hubs. Manufacturing engineering in hradec was contacted to determine a potential root cause for the defect observed. It was indicated that the damage is consistent with excessive force being applied to the medial luer hub of the extension line. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with the kit informs the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. Based on feedback from manufacturing engineering, this damage is consistent with undue force being applied to the distal extension line luer hub. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the luer-lock connection (brown head) is broken, and the sample contains with brown head and catheter.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the extension line leaked during use.

Event description:
The customer reports: the luer-lock connection (brown head) is broken, and the sample contains with brown head and catheter.